Event description:
Wire began to unravel as it was being withdrawn intra-operatively. The guidewire remained intact not frayed and did not fragment. The pt was undergoing a cystoscopy with right retrograde pyelogram, stent change, left antegrade pyelogram, and nephrostomy change. No harm to pt noted.